Event description:
It was reported that the patient went to the emergency room due to a lead integrity alert (lia). A remote monitor transmission showed the patient's right ventricular (rv) lead was exhibiting t-wave oversensing (twos) and delivered an inappropriate shock to the patient. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52, lead, implanted: (B)(6) 1999. (B)(4).